Event description:
It was reported that during a timpanoplasty surgical procedure, it was observed that the motor device had an "e5 error code (fault in the handpiece). The planned surgical procedure was completed without delay as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.